Event description:
Related manufacturer reference number: 2017865-2023-19422. Related manufacturer reference number: 2017865-2023-19423. Related manufacturer reference number: 2017865-2023-19424 . It was reported that a patient presented in-clinic for a surgical explant procedure. Prior examination of the patient's system revealed wound dehiscence, confirming an infection. Cultures were taken of the infection. The system was explanted on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual, electrical, and x-ray testing was normal and no anomalies were found.

Manufacturer narrative:
Correction: h10: field should contain the following corrected statement: a device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Visual, electrical, and x-ray testing was normal and no anomalies were found.